Event description:
A malfunction was reported by the caller regarding the pump, but no significant events were noted before the malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted in resetting the pump by technical support, which resolved the malfunction without recurrence. The customer was instructed to continue using the pump and advised to call back if the malfunction reoccurred, which they understood.